Event description:
It was reported that the patient experienced difficulties with this inflatable penile prosthesis (ipp). After office consultation, it was decided to perform a surgical procedure. Upon surgery, it was found that the cylinders have regressed out of the glans, causing supersonic transporter (sst) deformity; also, it was found that the pump was placed higher in the scrotum. All components were removed and replaced with a new ipp. There were no additional patient complications reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.